Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 64002, lot# n415800, implanted: (B)(6) 2013, product type: adapter. Product ID: 3387s-40, lot# v041389, implanted: (B)(6) 2007, product type: lead. Product ID: 3387s-40, lot# v036853, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a66, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a66, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. The stimulation was in the wrong location. Patient wanted to change the voltage on the left side of her body but had forgotten how to use the remote. Patient had been given programs a,b,c and d and the patient wanted to know if it could just control half of her body. Patient had a heavy feeling in her legs and the patient was dragging her left leg. It was noted that this problem had started on the morning of the date of this report. It was noted that the patient was seeing the "replace patient programmer batteries" screen. It was later reported that patient's current settings was group b 4.20 and 3.70. Patient had not adjusted stimulation. Patient status was unknown. Additional information was requested but had not been received as of the date of this report.